Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds during a routine follow-up. X-rays confirmed the rv lead was dislodged. As result, the patient underwent a revision wherein the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.